Event description:
A peritoneal dialysis (pd) patient reported being hospitalized for peritonitis and was experiencing weakness. There were no reported allegations that the event was due to fresenius products. In an additional call, the patient¿s pd nurse stated the patient was initially hospitalized (dates not provided) for 10 days for cardiac triple bypass while out of town. It was reported that the patient used a hospital cycler (unknown product) for dialysis during this hospitalization. Per the nurse, after a few days post hospital discharge, the patient was readmitted into the hospital (date could not be provided) with peritonitis. It was reported that pd culture results are not available. The nurse stated the patient received unknown antibiotic therapy in the hospital and received dialysis with unknown product. The patient was subsequently discharged on an unknown date. The pd nurse stated that upon discharge, the patient had no antibiotic plan and was not able to obtain antibiotic therapy. The nurse stated the patient was performing pd treatment with home cycler while out of the hospital. The patient had symptoms of weakness and as a result was hospitalized (date unknown) for the same peritonitis event. No other information was available. The nurse indicated that fresenius products are not suspected to be related to the peritonitis event. The nurse believes the peritonitis developed in association to being in the hospital post triple bypass surgery.

Manufacturer narrative:
Clinical review: a possible temporal relationship exists between the pd therapy with the liberty select cycler/ fmc cassette and the patient¿s peritonitis event. Currently, there have been no allegations that a liberty select cycler/ fmc cassette malfunction or product deficiency was associated wit this event. Based on the reported information, the exact cause of peritonitis cannot be determined. However, the patient¿s pd nurse stated the peritonitis is suspected to be associated with prior hospitalization for cardiac bypass surgery while using an unknown product for dialysis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized for peritonitis and was experiencing weakness. There were no reported allegations that the event was due to fresenius products. In an additional call, the patient¿s pd nurse stated the patient was initially hospitalized (dates not provided) for 10 days for cardiac triple bypass while out of town. It was reported that the patient used a hospital cycler (unknown product) for dialysis during this hospitalization. Per the nurse, after a few days post hospital discharge, the patient was readmitted into the hospital (date could not be provided) with peritonitis. It was reported that pd culture results are not available. The nurse stated the patient received unknown antibiotic therapy in the hospital and received dialysis with unknown product. The patient was subsequently discharged on an unknown date. The pd nurse stated that upon discharge, the patient had no antibiotic plan and was not able to obtain antibiotic therapy. The nurse stated the patient was performing pd treatment with home cycler while out of the hospital. The patient had symptoms of weakness and as a result was hospitalized (date unknown) for the same peritonitis event. No other information was available. The nurse indicated that fresenius products are not suspected to be related to the peritonitis event. The nurse believes the peritonitis developed in association to being in the hospital post triple bypass surgery.